Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR: the returned product consisted of the guidezilla ii 6f guide extension catheter. At 1.1cm, and 3.8cm from the collar, the shaft was kinked. At 1cm in length from the tip of the device, the tip and shaft were flattened. Product analysis could not confirm the reported tip break, as the tip, and shaft were flattened. The damage to the device indicates there was force while handling the device such as pinching or grasping the end firmly as the tip end is flattened.

Event description:
It was reported that a tip fracture occurred. While outside the patient, after removing a 6f guidezilla ii from packaging, a distal tip broke. No patient complications were reported in relation to this event.

Event description:
It was reported that a tip fracture occurred. While outside the patient, after removing a 6f guidezilla ii from packaging, a distal tip broke. No patient complications were reported in relation to this event.

Manufacturer narrative:
Initial reporter name and address: (B)(6).